Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a deep tear in the silicone on the pump side of the patient's right ventricular assist device (rvad) (B)(6) driveline. A driveline power fault had occurred on (B)(6)2024 at 10:06pm. Upon admission to the hospital, it was recommended that the affected part of the driveline was splinted to prevent any further damage. A driveline repair was requested. The event log file captured multiple consecutive strings of driveline power fault/(f4) power a broken alarms beginning (B)(6)2024 at 6:26am through 6:57am. Upon repair of the driveline a cut was fund in the pump side of the driveline cable. The outer shell components were removed and a brown and black wire were found with an insulation breech. This was repaired with rescue tape. The entire repair was then wrapped with rescue tape. The system controller was replaced and the power fault a was now resolved.

Manufacturer narrative:
Section e3 - occupation: corrected. Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the provided log file. The log file captured a driveline power fault alarm occurring on (B)(6) 2024 which correlated to the system controller¿s fuse-a becoming damaged; however, the events leading up to the onset of the alarm were unable to be observed. The alarm remained active throughout the remainder of the data and did not interfere with the pump¿s ability to operate. The system controller (serial number (B)(6)) was not returned for analysis. Available information indicates that the patient¿s pump cable was partially cut which resulted in damaged internal wires (addressed via the pump¿s investigation); although the underlying wires are not visible in the provided images, damage to the wires would have the potential to result in an open fuse in the controller which would subsequently trigger a driveline power fault alarm. Available information also indicates that the system controller was exchanged to resolve the alarm and that the patient¿s driveline was repaired. The root cause of the reported event was determined to have been the patient¿s pump cable becoming partially cut; however, the root cause of how this cut occurred was unable to be conclusively determined. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D) warns users that the pump will stop if the driveline becomes disconnected or potentially when damaged. Users are instructed on how to care for and maintain the integrity of the driveline. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with driveline power fault conditions. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their drivelines, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.